Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient went to the emergency room (ER) for this event but was not hospitalized. The patient was treated with vancomycin (dosage, frequency and route not reported) and gentamycin (dosage, frequency and route not reported). The patient also had an outpatient surgery on the same day to readjust the pd catheter. A nurse reported that the peritonitis was possibly due to contamination but it could not be confirmed. The cause of the peritonitis was unknown. The patient recovered from this event at an unknown date and was retrained on proper pd therapy procedures. It is unknown if pd therapy was ongoing. Additional information was requested but is not available. This is report 1 of 3 for this event.

Manufacturer narrative:
(B)(4). The onset of the peritonitis was on an unknown date in (B)(6) 2013. A review of all batch record documents for potentially associated lot numbers h13f14110 and h13g0702 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).